Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *device follow up. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00071 & 2210968-2024-00072.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and barbed suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue . Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received one needle suture piece that pertain to the product code sxpp1a406. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, damage was noted on the barbs and the end was noted to be cut probably caused by a surgical instrument. In addition, the other section of the suture was not returned for analysis. The product code sxpp1a406. Contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. Due to the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.